Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the harmonic scalpel handpiece broke inside the patient during the unknown procedure. C-arm used and broken part retrieved. No patient consequence.